Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their epiq cvx ultrasound system shut down during a watchman cardiac procedure. The procedure in progress was completed successfully using the same ultrasound system following a reboot.

Manufacturer narrative:
Engineering analysis determined that the customer created a custom protocol which increased the ¿seek angle¿ for the x8-2t probe beyond its physical limit. This creates an error requiring a restart to recover. This issue has been fixed in software version 7.0.5 and is present in version 7.0.8 which the customer was updated to.